Event description:
Began using a CPAP machine from resmed in summer of 2005. In late spring of 2006, I noticed a shifting of 3 teeth no. 9, 10, 11. After many x-rays, CT scan, etc. It was determined that I had a cyst and significant bone loss in that area. A 25 cm cyst was removed in 2006. I then has a root canal of tooth #10 and was told that we would monitor the area for, hopefully, bone growth. About a year later I, again, noticed teeth movement. After all the tests, another cyst smaller, about 6-7 cm was removed in 2007. And I had a root canal on tooth #9. And, again was told that we would continue to monitor for bone growth. I noticed shifting again late this spring. At this time, I mentioned to my dentist and oral surgeon the problems that a friend had and we began speculating about whether the pressure of the CPAP mask was a contributing factor to my problems. The consensus seemed to be yes. I stopped using the CPAP machine and just got a new night-guard/positioning device. I will be seeing the oral surgeon yearly to monitor the situation and see if there is another cyst or if there is bone growth. That is my story in a nutshell. Dates of use: 2005--2008. Diagnosis or reason for use: sleep apnea.